Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the thread is jammed up on the parallel-guide for guide-wires.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Our investigation of the returned parallel-guide has shown that the nut is indeed completely jammed, seized up. It is clearly visible that the nut had been undone too far and seized up, wrong handling. Note that it is not possible to undo the nut all the way, as it was designed with a stop. The instrument was analysed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.